Event description:
Device issue: difficult to deploy, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It ws reported that a nurse trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. After clip deployment, difficulty was encountered during device removal. The device was removed via the access ports. After device removal, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.